Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw slipped during insertion into the bone screw. The screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads. There is an area on the threads where it appears the screw pulled out of the screw heard.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.